Event description:
The plates were originally implanted january 15, 1997. During examination, the plates were discovered to be broken. A second surgery was performed to replace them may 15, 1997. The event was not reported until july 3, 1997.